Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. The rf (radio frequency) head failed functional test. The rf head cable found out of electrical specification. It was noted the rf head label backing was missing. Concomitant products: product ID 2090, programmer. Product ID r2290, analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.